Event description:
Additional information was received which indicated the physician suspected this lead was fractured. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead triggered an alert for out of range pace impedances. The patient was brought in for evaluation and there was also no capture at the highest output. The lv lead was then explanted and replaced. Upon fluoroscopy and x-ray, the lead was not found to be damaged, but it had dislodged. No additional adverse patient effects were reported.